Manufacturer narrative:
Initial 3 of 5. Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that on (B)(6) 2026, the patient first went to the emergency room and was subsequently hospitalized, including admission to the intensive care unit, due to an issue that occurred during the spring cocking step of the insertion process. The highest blood glucose level related to the incident was reported as 800 mg/dl, and ketones were present. The patient received treatment with intravenous saline fluids and insulin.